Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the hardware low level alarm. The device was not giving out a beeping sound. They ran a self-test and the alarm recurred. The customer¿s blood glucose during the incident was 15 mmol/l. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Hardware low level failures (variable 3) was present in the pump trace download due to broken trace at pin 1 (vdd) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.